Event description:
The account alleged that the head hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The account replaced the head hi/low hydraulic cylinder to resolve the issue.